Event description:
Received saline implants, supposedly safer, to replace silicone. Now have very deformed breasts. One implant is pushing out of the top of pt's breast like a hernia. The other breast has a caved-in portion. Surgeon says basically, "oh, darn, you'll have to have them replaced." She burned a hole right through pt's skin during surgery, and also put one implant noticeably higher than the other. Pt doesn't have money to do this again, and why should pt when the surgeons have no idea what the outcome will be. Pt asks why doctors are allowed to continue putting these into people in the first place when they have no idea of the outcomes. Pt is not even referring to potential "medical" complications. Doctors talk about the risk of infection, and mention but significantly downplay the incidence of hardening. Almost every woman pt knows who has had implants has had them contract.